Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, the instrument was found to be defective. No other information was provided.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the instrument was returned with a broken pitch up cable at the hypotube. The length of the broken fragment is significantly greater than distance height of the clevis. No other damage was found. The customer reported complaint does not itself does not constitute a MDR reportable event; however; the damage to the instrument's pitch up cable found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.